Manufacturer narrative:
Alleged failure: malfunctioned and actually led to extreme extravasation on a basic knee scope leading to the case needing to be cancelled. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was extravasation and the procedure was cancelled.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was extravasation and the procedure was cancelled.